Event description:
The customer's father called to report that the customer was hospitalized for high blood glucose levels. The customer's approximate blood glucose reading was 500 mg/dl. Unable to troubleshoot as the insulin pump had no battery cap. The father also stated that the customer doesn't check her blood glucose levels as often as she should. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.